Event description:
The patient underwent a sling procedure in 2002. At the end of the procedure the vaginal wall was well approximated. The patient was continent for the first few weeks but then complained of a sudden onset of urinary stress incontinence. Upon physical examination at four weeks postoperative, a 3 cm loop of mesh was found in the vagina. Upon pulling on the mesh, some additional mesh seemed to easily come down into the vagina. The patient denies vaginal trauma. The physician cut the visible tape and the patient is currently considering their options for a repeat procedure.